Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an overinfusion while connected to an infusor. The device was filled with an unknown amount of an unspecified opioid and an unknown amount of normal saline diluent with a total fill volume of 60 ml. According to the staff, after the patient pressed the bolus button on the patient control module the unspecified opioid continued to infuse. It was reported that a patient was to receive a bolus of 5ml/hr; however, the patient received a continuous infusion of 5ml/hr instead. On an unknown date, the patient was admitted to the intensive care unit. Treatment details were not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.